Event description:
Patient undergoing right video-assisted thoracoscopic surgery and decortication of right lung. During the procedure, a trocar was placed and the camera was inserted. While manipulating the camera with minimal force, the top half of the trocar snapped in half. All pieces of the trocar were immediately and successfully removed from the patient. There was no patient harm.